Event description:
It was reported that post-op to the lap anterior resection procedure, the patient from last wednesday¿s lar presented with a leak on monday. The patient required a revision surgery.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2022. Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: procedure: laparoscopic low anterior resection with a very low pelvic anastomosis. Revision date: (B)(6) 2022. No preoperative chemotherapy or radiation. No issues with the product during firing. Fired by surgeon in practice 23 years. (B)(6). Representative present during firing. Standard protocol followed with re-tightening. Green check present. Two counterclockwise turns utilized (360). Complete transection of the breakaway washer. No issue with staple formation. Two good donuts identified. No issue with removing the device. Leak test performed endoscopically with c02 and direct visualization. Staple line intact. Leak identified on post-operative day #5 with fecal appearing fluid from drain. Area drained without visualization of leak. Second operation done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.